Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. Field service engineer fse recommend running diagnostic report; find two lines for primary alarm test. Determine if failure is on power or motor circuit. Test appropriate speaker/pcb circuit as indicated. The customer indicated replacing the speakers resolved the error code.

Event description:
The customer reported the device failed the primary alarm test, error code primary alarm failed. There was no patient involvement.